Manufacturer narrative:
Medwatch sent to the FDA on 15-nov-2017. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Yellow and blue discoloration was observed on the shell of the device. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis, all openings were observed to be striated, which is consistent with device removal activities. Brown particles were observed in the valve channel. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a deflation. "Patient underwent egd under beta for balloon removal, noted to contain very little fluid, no evidence of balloon damage." Only 130cc of fluid in device.